Event description:
A customer reported an issue with the speaker and vibrate function of their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps and confirmed that the settings were correct, but the pump did not make a sound for an alert. As a resolution, technical support arranged for a replacement pump, provided instructions for putting the current pump into storage mode, and outlined the steps for returning the problematic pump. The customer acknowledged and understood the instructions provided.